Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following field was corrected: e4 (unknown) h6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation and ivc (inferior vena cava) stenosis. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt (deep vein thrombosis), ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein post bleed. Patient is alleging vena cava perforation and organ perforation. Per a report from CT dated (B)(6)2017, "ivc filter with the tip approximately 0.7 cm cephalad to the right renal vein and 1.3 cm cephalad to the left renal vein. The ivc is collapsed at the body of the filter. The ivc segments caudal to the filter appears more expanded compared to prior studies." "[Compared to prior study the ivc] may have partially recanalized in the interim." Per a report from CT dated (B)(6)2017, "some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat." "The ivc is stenotic at the level of the filter. It measures 2.7 cm proximal to the filter and only 8.3 mm at the level of the filter."

Manufacturer narrative:
Occupation: non healthcare professional. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.